Manufacturer narrative:
E1: patient city: (B)(6) patient country: anjala.

Event description:
Reference number (B)(4) event occurred in finland. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The tubing got detached and the site of detachment was at the quick release. The blood glucose level was high and the patient was treated with insulin pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No additional information available.